Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the lock has both rotational and lateral movement and a residue buildup is present. As a result, the lock needs new components added to replace worn internal parts and the unit needs to be machined to have heli-coils added to large starburst threads. Repairs will be performed accordingly along with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The returned unit had visible wear to internal components which required replacement, machining, and cleaning. Root cause is likely due to wear as a result of routine use over time. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) came off a patient's head mid surgery when the bed was being leveled. The procedure was in the closing process when the bed was leveled, and the resident held the patient¿s head while the surgeon completed the closing process. There was no adverse patient outcome.